Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The interconnect cable was replaced during the svc call. The system was tested and found to be working as intended and put back into svc. This MDR is related to ge healthcare complaint number.

Event description:
It was reported that the 9600 system had poor image quality and the interconnect cable was damaged. No pt injury was reported.